Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece lens and the lens got stuck while advancing through the cartridge. There was no pt contact.

Manufacturer narrative:
(Other) - no lens in unit carton.